Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: after the insertion the balloon would not deflate and could not be passed back through the sheath. It was reported that the physician used a micro needle to deflate the balloon. There was no reported delay or interruption in therapy. There was no reported patient death, complications or injury.